Manufacturer narrative:
Implant date updated device information updated the returned valve was patent. The valve met the requirements for reflux, and pre-implantation testing. However it did not meet the requirements for pressure-flow and leak testing due to multiple tears in the top of the reservoir. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve was explanted on either (B)(6) or (B)(6). It was stated there was ¿no problem¿ with the patient¿s current status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a shunt in (B)(6) 2018. Following implant, the patient¿s symptoms had not improved. It was suspected that the patient¿s cerebrospinal fluid was not flowing normally. A revision was performed and as it was suspected that the valve malfunctioned, only the valve was replaced.